Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina patient underwent a primary breast reconstruction with unspecified mentor breast implants and experienced postoperative right-sided capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Additionally, mentor has received no information regarding whether the device is a saline or gel device. Therefore, this device will be reported as a saline implant. If further information becomes available, mentor will submit a supplemental report with the updates.